Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started getting a battery out limit alarm on the insulin pump yesterday. Customer stated that she replaced 3 batteries and still has battery issues. Customer was also getting a weak battery alert and a blank screen. Customer's blood glucose was 342 mg/dl. Customer stated that the pump alarmed during normal use. Customer was assisted with reprogramming time/date. Customer was advised that a replacement battery cap will be sent. Customer declined troubleshooting.